Event description:
Device malfunction: unk failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the perclose at device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the device failed". It is unk how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.